Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -5.0/1.0/82 (sphere/cylidner/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was removed and replaced due to refractive surprise. The problem was resolved. The cause of the event is unknown. Reportedly "dare to correct low monovision."

Manufacturer narrative:
H6: off-label age<45. Claim# (B)(4).